Manufacturer narrative:
This is default text configured for block h10.

Event description:
Defective adapter spike fails to pierce vial seal (they are unable to inject the diluent into the vial from the syringe for reconstitution) [device defective] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns product complaints of device defective and no adverse event from united states. On 28-apr-2026, amneal pharmaceuticals received information from nurse via a telephone call concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Product details included risperidone for extended-release injectable suspension, 50 mg (ndc: 70121-2628-5, and lot number: ap250592, expiry date: 30-nov-2027, serial number: (B)(6) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On an unknown date of apr-2026 they received two sealed medication boxes from their pharmacy and on 24-apr-2026 while about to use they observed a defective adapter spike fails to pierce vial seal (they are unable to inject the diluent into the vial from the syringe for reconstitution) and they observed this problem with two vials with same ndc and lot number. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter did not provide the causality of events device defective and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.